Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery in 2006. At one day postoperatively the patient presented with diffuse lamellar keratitis (dlk) in the right eye (od). Two days later, a flap lift and rinse was performed. The patient's preoperative and postoperative visual acuities were not provided. However, it was reported patient did not have more than 2 lines bcva loss. The patient has responded to the treatment and the dlk has resolved. The association between the event and the device is unknown.

Manufacturer narrative:
On 12/04/06, an intralase clinical applications specialist (cas) visited the surgical facility and performed an investigation. The cas was unable to determine a possible root cause based on her assessment of the physician's laser settings, surgical techniques, and sterility processes. Furthermore, on 12/07/06, a field service engineer (fse) inspected the laser and found the laser met specifications and performed as intended upon arrival and departure of each visit.